Event description:
It was reported that the device has defective ECG lead. The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that this was a malfunction of the ECG cable, which was replaced, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time

Event description:
It was reported that the device has a defective ECG lead. The alleged failure was observed while the device was in use on a patient, however, no adverse patient impact was reported by the customer.